Event description:
Dealer stated, the end user may have ran into something because the walking beam is bent. Dealer stated, he is unaware of what actually caused the defect but he was not made aware of any injuries.